Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient had heart block requiring a temporary pacemaker throughout case. The device was successfully implanted and a final implant depth of non-coronary cusp (ncc) 5mm and left coronary cusp (lcc) 5mm. Then, a permanent pacemaker was implanted. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient had heart block requiring a temp pacer throughout case. The device was successfully implanted. It was reported that the patient had a permanent pacemaker implanted on (B)(6) 2024. The patient is stable.